Manufacturer narrative:
The investigations found for 1 of the events that the issue was solved by maintenance performed by the field service engineer (fse). Product labeling states the probe for closed tube sampling has to be replaced after 150,000 pipettes; this is part of operator maintenance. For 2 of the events, the investigation determined the event was due to the dirty vacuum valve assembly identified by the fse. The follow up/corrective actions for 1 of the events was that the fes found that the reagent probes and sample probes were over on test counts causing fluidic failures. The fes replaced all reagent probes and sample probes and verified alignment. For 2 of the events, the fse found a dirty vacuum valve assembly and dried blood in the sampling area. The fse cleaned the probe vacuum flow path/drying hole. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Erroneous non-reproducible results were generated by the cobas c513 analyzer. The events involved a total of 31 patients tested for tina-quant hba1c a1cdx gen.3. The patients' ages were requested but were not provided. The patients' weights were requested but were not provided. The patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.